Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for chronic low back pain and spinal pain. It was reported that the patient¿s stimulation had somehow become very high. The patient could not stand to have stimulation turned on at this time. The caller tried to decrease the stimulation but for some reason could not get stimulation to decrease. The caller stated that stimulation was at ¿400 something.¿ the caller stated that when they turned stimulation back on to decrease stimulation the patient requested it be turned off because the patient could not stand to have it turned on. The caller thought that they had to turn stimulation on in order to decrease it but the steps of decreasing stimulation while it was off was reviewed during the call. Troubleshooting with the stimulation could be done at the time of the call as the caller was with the patient programmer but not with the patient. The caller reported that they would call back when they were with the patient. It was reported that the issue started a day or 2 ago in (B)(6) 2016. Additional information was received when the caller called back on the same day when they had both the patient programmer and the patient present. The patient was confirmed to be at 4.7v yet the stimulation was off. Technical services helped the caller decrease the stimulation to 0.0v and then turn stimulation back on. Then stimulation was increased to 3.00v and it was reported that the patient confirmed that stimulation was comfortable.

Event description:
Additional information was received from a patient that reported that the patient could not remember how to decrease stimulation because stimulation was too high. The patient was assisted with using the patient programmer and therapy was off at 5.00 volts. The patient decreased stimulation to 3.0 volts and turned therapy on and the patient said that stimulation felt good. The patient noted that the reason for the increase of stimulation at 5.0 volts was that stimulation goes up by itself and automatically increases.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.